Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that when using a high definition lcd monitor, the monitor did not power up. The event occurred during preparation for use in the diagnostic procedure and was completed with a similar device. There was no patient harm reported with the event.

Event description:
The customer reported, that when using a high definition lcd monitor, the monitor did not power up. There was no patient harm reported with the event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed. There was no abnormality in appearance and the problem could not be reproduced. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.